Manufacturer narrative:
Correction: corrected UDI information corrected device manufacturer date.

Manufacturer narrative:
Results of investigation:(non-return analysis-log files) vyaire medical was not able to confirm the issue. Most likely the issue is caused by a hardware issue on the epc. (Return analysis-fa lab evaluation) return analysis visual inspection of the unit under test (uut) found no indications of damage or misuse. The reported complaint was not duplicated.no functional or performance issues were found. Vyaire initiated new mainboard replacement. Performed pm and calibrations, all passed. Unit is now ready for use.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, log shows cfb error. Advised customer to replace the mainboard. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us had bluescreen error. Furthermore, there was no patient associated with the event.